Manufacturer narrative:
(B)(4). Concomitant medical products: biomet unknown stem catalog#: unknown, lot#: unknown; biomet unknown taper insert, catalog#: unknown, lot#: unknown. (B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly.

Event description:
It was reported in a journal article titled, "reduction in early dislocation rate with large-diameter femoral heads in primary total hip arthroplasty" that one patient with fixed contractures experienced dislocation post operatively. No intervention was reported. Attempts have been made; however, no more information is available at this time.